Manufacturer narrative:
Mml reference # (B)(4). Other lead explanted: model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI#: (B)(4).

Event description:
The device was reported to stop working two days before the patient's 90-day visit. The patient reported he could not feel the stimulation. The clinical specialist confirmed that three electrodes had an out-of-range/high-impedance reading. The device was reprogrammed to the available working electrode, including adjustments on the amplitude, and the patient continued to receive bilateral stimulation. Reportedly, the patient is extremely sensitive to programming changes, and it was challenging to program above the contraction threshold and below the limited stimulation tolerance, which caused multiple visits since the device activation. In addition, the patient tended to overdo it or push through discomfort. Before the reactiv8 system implant, the patient was implanted with a biones device to help treat his chronic lower back pain (clbp). It is unknown when the patient was implanted with the bioness device. The precise stimulation target of the bioness device is unknown. However, the patient reported not getting much relief with the biones device and stopped using it. A review of the implant images showed the bioness leads were left inside the patient. The physician was encouraged to remove the biones device during the reactiv8 implant; however, they were left inside the patient at the physician's discretion. Reactiv8 system was explanted with no reports of patient harm or injury. All components were removed and intact. This report is associated with manufacturing report number 3013017877-2024-00020.

Manufacturer narrative:
Mml reference # (B)(4). The lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the left percutaneous stimulation lead. The patient reported not feeling contraction on the right side. A kinked/fractured coil wire was confirmed/observed on the right lead on visual inspection. Updated section d4 and h6. Unable to find appropriate investigation finding code for the kinked lead in h6.

Event description:
The device was reported to stop working two days before the patient's 90-day visit. The patient reported he could not feel the stimulation. The clinical specialist confirmed that three electrodes had an out-of-range/high-impedance reading. The device was reprogrammed to the available working electrode, including adjustments on the amplitude, and the patient continued to receive bilateral stimulation. Reportedly, the patient is extremely sensitive to programming changes, and it was challenging to program above the contraction threshold and below the limited stimulation tolerance, which caused multiple visits since the device activation. In addition, the patient tended to overdo it or push through discomfort. Before the reactiv8 system implant, the patient was implanted with a biones device to help treat his chronic lower back pain (clbp). It is unknown when the patient was implanted with the bioness device. The precise stimulation target of the bioness device is unknown. However, the patient reported not getting much relief with the biones device and stopped using it. A review of the implant images showed the bioness leads were left inside the patient. The physician was encouraged to remove the biones device during the reactiv8 implant; however, they were left inside the patient at the physician's discretion. The patient was scheduled to undergo an explant procedure. The reactiv8 system was explanted with no reports of patient harm or injury. All components were removed and intact. This report is associated with manufacturing report number 3013017877-2024-00020.